Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission noted that there was noise on the right ventricular (rv) lead which was causing ventricular oversensing. Patient was brought to the clinic but noise could not be reproduced. No programming changes were made to the lead. The patient was in stable condition.